Event description:
Procedure: colectomy. According to the reporter: after the first clipping, the second clip fell into the pt's cavity. It was not retrieved. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).